Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call, the insulin pump resets each time the customer changes the battery. Customer's blood glucose was 4.9 mmol/l. The device is being replaced and customer agreed to return for analysis.

Manufacturer narrative:
The pump passed the self test. The pump was programmed with the current time and date, and was monitored. The time did not drift, and was accurate. The time and date function performed properly. The pump passed the error test. No error alarms noted. No unexpected resetting of settings or time/date noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.